Manufacturer narrative:
B5- previous MFR report is not applicable, the information that was initially provided was incorrect. Per updated information this replacement lens did resolve the problem. See MFR# 2023826-2021-03835 for claim against the initial lens. Claim # (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -11.5/1.5/109, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021 as a replacement lens to correct excessive vault but it did not resolve the problem. Lens remains implanted. " if additional information is received a supplemental medwatch report will be submitted.